Event description:
During exploratory lap cholecystectomy, hepatic lobectomy and right partial hepatectomy, the surgeon noted that there was a stapler malfunction and the stapler would not open so the proximal aspect of the left portal vein was sutured by hand.